Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had the leads replaced on (B)(6) 2017 and when it was turned on post-operation, the stimulation was not covering over the patient¿s head and was only located in her neck. The manufacturer representative reviewed the patient programmer with the patient and advised her to contact her health care provider regarding her expectations. All impedances were within normal limits. Additional information received from the manufacturer representative indicated that the patient received new occipital leads on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2018. The rep stated that the leads would not be returned for analysis as they were discarded. The information was confirmed with the physician. No further complications were reported/are anticipated.